Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging a onetouch ultra meter was reverting to setup mode, reading inaccurately high, and cal code issue. The complaint was classified based on the customer care advocate (cca) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The pt reported that the meter had three issues on the same day at around 1:30 pm: reverting to setup mode, reading inaccurately high "180 mg/dl" and had a calcode issue. She allegedly developed symptoms of "shaky, irritable, and nervous" sometime after the issue with the reported meter. At the time, the pt reportedly did not test her blood glucose on any other devices and it is unk whether any medical interventions or treatments were sought after that. At the time of troubleshooting, it was verified that there was no meter trauma and that this was not a new product. The testing technique and cleaning of the puncture site was also performed correctly at the time of testing. The unit of measurement was set correctly to mg/dl. The results in the meter match. The calcode and meter reverting to setup mode issue was resolved through troubleshooting. This complaint is being reported due to the following conclusions: although miscoding the meter may lead to false readings (use error), the pt reportedly experienced symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.